Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that insulin pump was not delivering properly. Customer's blood glucose was 257 mg/dl, which were treated with manual injections. Symptoms customer experienced were tired, confusion and fruity breath. During troubleshooting, insulin pump failed high pressure test the first time and passed the second time. After troubleshooting, caller was advised that insulin pump was working as designed. Battery cap would be replaced.